Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, frozen display, or numbers scrolling up noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit had cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip. (B)(4).

Event description:
The caller reported that the insulin pump was frozen. The insulin pump alarmed weak battery after the battery was reinserted. The insulin pump alarmed button error when he pressed the down arrow button. The up and down arrow buttons were unresponsive. Either up or down the numbers on the insulin pump's screen were scrolling. Customer's blood glucose level was 382 mg/dl. He treated his high blood glucose level with a needle. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.